Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The device was powered up and audio indicated it passed the power on self test (post) however the display screen remained black. A flashlight was used to illuminate the display and the image was normal. Inspection found the backlight inverter printed circuit board power cable was not fully seated. The cable was reseated, the device was powered on and the normal display appeared. An unrelated issue was found and corrected.

Event description:
It was reported that a ventilator display went black after about 20 minutes after it was turned on. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.